Manufacturer narrative:
D4 - primary UDI number: corrected. H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, scratched lcd lens, worn labels, bubbled dso seal and worn uso seal. Found multiple high alarm displayed: downstream occlusion in the event log. Functional testing was unable to duplicate the complaint. Replaced the downstream sensor due to alarms found in the event log. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Repair summary: replaced dso sensor, dso bezel, dso seal, uso seal, optic switch, lcd lens, keypad, overlay and rear label.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's occlusion pressure was low. The event occurred during testing, there was no patient involvement.